Event description:
This procedure is part of create pas. Pre-discharge, a minor ischemic stroke was reported. The contralateral cva was related to the procedure. Please reference MDR 2183870-2012-00132 for the protege rx used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Discarded at site.